Event description:
A customer received an "unspecified error " message on the abbott diabetes care (adc) device and was unable to obtain glucose readings. The customer reported symptoms nausea and sweating and self-managed to eat something and replace the sensor. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.